Event description:
A report was received that the a1059 mayfield skull clamp slipped while on a patient. The patient, whose age and gender were not provided, was prepped for surgery. There was no report of patient injury or of revision or medical intervention. It was unknown if there was any delay in the surgery due to the product problem. No other information was provided. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 27 jul 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the 80# torque knob was received with the 80# spring missing and the unit should not have been used in this condition. The lock has both rotational and lateral movement and a residue buildup is present this would not have caused slippage. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required. Device history record reviewed for this product ID lot code 159 manufactured on 30 dec 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. The following work orders encompass the devices manufactured with this lot code, no manufacturing or design related trend has been identified. In summary we are unable to confirm or duplicate the end users experience as the returned unit passed all functional testing requirements. It was observed that the 80# torque knob was received with the 80# spring missing and this unit should not have been used in this condition.